Manufacturer narrative:
Three pictures were returned showing a fully primed set with white fluid primed inside the set. The complaint of clogging cannot be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. D4: only di provided as lot number is unknown. E1: initial reporter phone number: (B)(6).

Event description:
The event involved a plum enteral set with enfit connector, integral container, 102 inch, where it was reported that the product became clogged with enteral nutrition. According to the report, the event occurred in the pediatric hospitalization sector. The product is not reusable. There was patient involvement and unknown harm reported.